Event description:
The customer reported that the 9900 system locked up with a communications error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor and fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.